Event description:
It was reported that the patient underwent an anterior lumbar interbody fusion, as well as a posterior spinal fusion using rhbmp-2/acs. Subsequently, the patient was diagnosed with injuries, including but not limited to, ectopic bone growth, an inflammatory reaction to rhbmp-2/acs, chronic pain, and additional surgeries. The patient has required extensive medical treatment. Reportedly, the patient has never recovered from his surgery involving rhbmp-2/acs, and he continues to have daily severe disabling pain that prevents him from performing many basic activities of daily living.

Manufacturer narrative:
(B)(4). (B)(6). Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. Products from multiple manufacturers were implanted during the procedure. Although it is unknown if any of the devices contributed to the reported event, we are filing this MDR for notification purposes.

Event description:
It was reported that on: (B)(6) 2006: patient presented with following pre-op diagnoses: degenerative disk disease l5-s1. For which, patient underwent following procedures: anterior lumbar interbody fusion with insertion of biomechanical device and instrumentation. Posterior spinal fusion l5-s1. Per op notes, once the l5-s1 interspace was exposed, an appropriate sized interbody spacer was impacted into proper position. A small sponge of bmp was applied in the femoral ring. The facets at l5-s1 were also denuded and destroyed and this bone graft was placed out posterolaterally. Patient tolerated the procedure well without any intraoperative complications.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.